Manufacturer narrative:
The device was discarded; therefore, the actual device evaluation cannot be performed. If further information becomes available, the agency will be notified via a supplemental report.

Event description:
The company representative reported that a quick clip pro malfunctioned during a procedure. The quick clip pro was fired on the mucosa and it would not release. The clip took a while but then released. The procedure was completed and there was no patient harm. The defective product was discarded.